Manufacturer narrative:
As it is unknown which device(s) may have contributed to the occlusion, an additional gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device has been included in this report: lot number unknown , UDI unknown. (B)(4). A review of the manufacturing records could not be conducted since the requested lot number is not available. (B)(4). As the devices were not returned, no evaluation of the devices could be performed.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® viabahn® vbx balloon expandable endoprosthesis (vbx) and bare metal stents (smart 8mm) for right common iliac artery occlusion and bilateral external iliac artery stenosis. Reportedly, after deploying a smart stent in the right external iliac artery, a vbx (8x59mm) was also deployed in the right common iliac artery. It was reported plaque had been dislodged and moved to the aorta. Reportedly, to trap the plague against the vessel wall, two vbx devices were reportedly deployed in the left and right common iliac arteries using kissing-stent technique. The patient tolerated the procedure. On (B)(6) 2019, in a follow-up examination, the patient complained of slight foot pain. When an ankle brachial index was performed, the right foot was reportedly not measurable. It was reported occlusion of the devices were suspected. On (B)(6) 2019, computer tomography imaging showed an occlusion from the right common iliac artery to the right external iliac artery. The physician reportedly stated the cause of the occlusion is unknown. On (B)(6) 2019, a reintervention was performed to repair the occlusion. Angiography imaging revealed that the proximal 5 mm of vbx was patent, however, distal portion was reportedly occluded. Two stent grafts were reportedly deployed to reline the vbx. It was reported blood flow through the vbx device was restored. The patient tolerated the procedure. The physician reportedly stated that the cause of occlusion could not be identified. It was reported the physician stated that the likely causes of the occlusion is the plaque which may have been trapped during the initial procedure and moved distally. The distal smart stents reportedly may have been occluded first leading to thrombus accumulation.